Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) cable. Additionally, it was found that the latch was stuck open and the cse made the necessary adjustments to the expiratory filter latch to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator generated intermittent graphic user interface (gui) inoperable alarm. Although requested, it is unknown if the patient was transferred to another unit. There is no report of patient harm.